Event description:
A cartridge alarm 30 was reported by the caller. There was no adverse impact to the customer's blood glucose level, staying within a normal range. The customer was educated by technical support to wait until prompted during the load process to remove the used cartridge. A new cartridge was loaded successfully following the proper technique, and insulin therapy was able to resume without further issues. The problem was resolved.